Event description:
The ge service rep discovered that the entrance dose rate was above limits.

Manufacturer narrative:
(B) (4). The ge service rep set the entrance dose rate to 4.5 r/min in normal fluoro mode and 18 r/min in boost mode. The sys functions as intended.